Event description:
The opsites are not sticking at all. It is to the point they are having to pull additional supplies to keep the IV in place on the patients. It is extremely difficult to remove the white part of the item to the point you can not utilize on the patient.

Manufacturer narrative:
It was reported that the opsites are not sticking at all. It is to the point they are having to pull additional supplies to keep the IV in place on the patients. It is extremely difficult to remove the white part of the item to the point you can not utilize on the patient. Did not affect the patient. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.